Event description:
Patient called medacta reporting pain at about 3 months after a primary total knee replacement. No further information is available at this time and the surgeon does not have any plans to revise the patient.

Manufacturer narrative:
Batch review performed on 31 jul 2025. Gmk-sphere 02.12.0024r gmk-sphere femoral component cemented - 4+r (k140826) lot 2403843: (B)(4) items manufactured and released on 07-mar-2024. Expiration date: 2029-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event: batch review performed on 31 jul 2025. Gmk-sphere 02.12.e002rp gmk-sphere resurfacing patella e-cross - s2 (k202022) lot 2430992: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-01-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 31 jul 2025. Gmk-sphere 02.12.e0410fr gmk-sphere tibial insert e-cross - flex 4r - 10mm (k202022) lot 2434069: (B)(4) items manufactured and released on 27-jan-2025. Expiration date: 2030-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 31 jul 2025. Gmk-sphere 02.12.t3i4r gmk-sphere tibial component cemented t3i4r (k121416) lot 2424630: (B)(4) items manufactured and released on 07-jan-2025. Expiration date: 2029-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.